Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device failed to discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including 30j testing using a test defib cable and also defib cycling without duplicating the report. The device was recertified and returned to the customer. No trend is associated with reports of this type.